Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. The implant was explanted due to pain and discomfort to the pt. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because the pt felt pain and discomfort so the doctor removed the implant. Based on the report, the pt had moderate oral hygiene and good bone condition. The surgery was a traditional 2 stage with a single prosthetic attachment in tooth location #30. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered without any complications.